Manufacturer narrative:
Cine image analysis: a single photograph of a cine image was provided. The cine image is of the stent implanted in the patient¿s leg above the knee. The cine image was enlarged to allow examination of the stent cell lattice structure. The stent cell lattice structure exhibits elongation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex entrust self-expanding stent to treat a plaque lesion in the right mid sfa. The lesion had little calcification, 250 mm in length with 40% stenosis. The artery was 5.8 mm in diameter with no tortuosity. The device was prepped as per the IFU. A 6 fr 45cm non-medtronic sheath and non-medtronic 0.035" 260cm guidewire were used in the procedure with no embolic protection. The vessel was pre-dilated. The thumbscrew/lock-pin checked for securement prior to procedure. It was reported that there was no resistance during advancement and no excessive force was used. It was reported that after the proximal part of the stent deployed, a crack sound was noticed. The thumbwheel and the retractable sheath seemed disconnected and unable to retract. The physicians tried to withdraw the whole stent system out and elongated the distal part of the stent during this process. Physician reported that the wire connecting the retractable sheath and the thumbwheel broke. A non-medtronic stent was used to cover up the stented part. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system (sds), was received for evaluation. It was noted that the thumbwheel was able to move freely without tension. Several kinks in the entrust sds catheter were noted when the device was removed from its return packaging. Backlighting of the catheter was done to confirm that the stent was not present within the returned sds and to locate the distal end of the inner guidewire lumen/pusher. The distal end of the inner guidewire lumen/pusher is approximately 23.5cm proximal of the distal tip of the outer sheath. With the pull cable separated from the outer sheath, the outer sheath is free to move in either direction. The safety tab cavity in the entrust handle was examined: no kinks in the inner guidewire lumen/pusher was noted and the pull cable is not visible within the cavity. The printed strain relief was removed to allow examination of the interior of the entrust handle. The entrust handle was opened and revealed that the pull cable was properly routed but had separated from the outer sheath. A kink in the inner guidewire lumen/pusher was noted approximately 15cm from the distal end of the proximal hub, just proximal of the proximal end of the blue strain relief/isolation sheath. A kink and a twist in the gold isolation sheath was noted just distal of the distal end of the blue strain relief/isolation sheath, approximately 31cm from the distal end of the proximal hub. It is noted that the shape of the twist matches the shape of the angled tip on the blue strain relief/isolation sheath. When examined under the microscope a second twist in the gold isolation sheath was noted approximately 32.7cm from the distal end of the proximal hub. A kink in the gold isolation sheath was noted approximately 34.3cm from the distal end of the proximal hub. The distal end of the gold isolation sheath is approximately 87.6cm from the distal end of the proximal hub. The distal end of the inner guidewire lumen is approximately 131cm from the distal end of the proximal hub. A kink in the outer sheath was noted approximately 146cm from the distal end of the proximal hub. A kink in the outer sheath was noted approximately 149.1cm from the distal end of the proximal hub. The distal end of the outer sheath is approximately 154.4cm from the proximal hub. If information is provided in the future, a supplemental report will be issued.